Manufacturer narrative:
(B)(4): visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~2-3 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface reveals damage and fracture surface smearing. Microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that the patient underwent a revision surgery 8 years post-op due to the screw being broken in half. No patient complications were reported.